Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) had a burred tip and caused discomfort. The following information was provided by the initial reporter, translated from spanish to english: on february 18, 2023 at 11:15 am, the surgery staff reported that at the moment of placing the device into patient's right metacarpal vein with previous use of epp, the puncture was performed and then it was noted that the catheter infiltrates the vein instantly, it was identified that the catheter tip is damaged and presents multiple point burrs which tear the skin and don't get through the vein direction. It causes the infiltration, inflammation and pain in patient's hand, which prevents the device to be placed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) had a burred tip and caused discomfort. The following information was provided by the initial reporter, translated from spanish to english: on (B)(6) 2023 at 11:15 am, the surgery staff reported that at the moment of placing the device into patient's right metacarpal vein with previous use of epp, the puncture was performed and then it was noted that the catheter infiltrates the vein instantly, it was identified that the catheter tip is damaged and presents multiple point burrs which tear the skin and don't get through the vein direction. It causes the infiltration, inflammation and pain in patient's hand, which prevents the device to be placed.